Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. A revision procedure was performed and during repositioning attempt the physician was not able to retract the helix. As such, the ra lead was removed and replaced. No additional adverse patient effects were reported.